Event description:
The patient was experiencing underdose symptoms/lack of pain relief with less than 50% therapy relief. An x-ray was done. The catheter had completely migrated out of the intrathecal space. The catheter was removed and replaced with a new catheter. The patient was doing well after the replacement. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Additional information received from consumer patient. It was reported that on (B)(6) 2015, when the catheter was replaced the pump was also replaced. The patient stated they did not have any problems with their first pump. The patient reported they were told they had replaced the pump and had been billed for a new pump.